Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. Visual inspection was performed and the instrument was found to have teflon pad damage. The teflon pad was found to be dislodged and detached from the instrument's distal tip. The dislodged teflon pad was returned with the instrument and no material appears to be missing.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, there was a strange sound, and the harmonic ace was found to have the teflon pad fell inside the patient. The fragment was retrieved during the same procedure. A similar backup da vinci instrument was used. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for approximately 30 minutes and broke while it was being used for dissecting tissue. All the fragments were retrieved during same procedure and confirmed with visual inspection. The customer alleged the quality of harmonic was poor recently. The instrument did not collide with any hard materials or other instruments. There was no patient injury. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No damage to the cannula nor the instrument after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.